Manufacturer narrative:
Per additional information received on september 23, 2025, date of placements were on (B)(6) 2025, and date of implantation was on (B)(6) 2025 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on october 09, 2025, the patient underwent unilateral replacement with sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on october 29, 2025. Device evaluation completed on november 20, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture grade IV mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast surgery with an unknown mentor silicone prosthesis experience left sided capsular contracture grade IV post operation. As a result, the patient underwent removal surgery on (B)(6) 2025.

Manufacturer narrative:
Per additional information received on august 08, 2025, the patient has sever left sided pain with tightness and grade vi capsular contracture. As a result, the patient underwent lower pole capsulectomy and implant removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on september 10, 2025, date of removal surgery updated to (B)(6) 2025. Left side suspect device identity reported as 9782960-007, 3506504bc. The patient underwent replacement with 3506504bc. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).